Event description:
The manufacturer received information alleging a ventilator inoperative / machine flow sensor drift high error code condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.